Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer requested a replacement battery cap and shortened battery life issue with insulin pump. The customer also received no delivery alarm which preventing insulin delivery. The customer reported no adverse events. The event involved products mmt-431ag, mmt-1884, and unknown reservoir. Troubleshooting was not performed, as the issue had been resolved in the past. No harm requiring medical intervention was reported. No product return is required for mmt-431ag, mmt-1884, unknown reservoir.

Manufacturer narrative:
Pump passed self test, active current measurement, and sleep current measurement. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: [battery cycle 3.0 received the lowbatteryalert (104) on 10/05/2025 21:37:00 after more than 7 days at 20.84 days.] With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. . No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the pump history on 09/27/2025 at 15:20:13.000 during bolus. No motor alarms noted in the pump history or long trace files or during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor, internal battery and vibrator assembly noted. The sc1-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss was not confirmed. Alleged insulin flow block alarms not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.